Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation sternalock blu system screws catalog #: ni lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision surgery due to plate breaking occurred on (B)(6) 2018. Attempts have been made and no further information has been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
There was a revision in which these parts were removed and replaced; therefore, the complaint is confirmed. Potential causes for the plate breaking include repeated bending during plate contouring and/or sharp bend angles. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician's reports being provided. For these reasons, the most likely underlying cause cannot be determined. The instructions for use (IFU) for this product has the following information in the section titled possible adverse effects: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. Pain, discomfort, abnormal sensation, or palpability due to the presence of the device. Inadequate healing. Bone plates: bone plates may need to be contoured to the surface of the bone by bending the plates with a bending instrument. Care must be taken to achieve the appropriate contour with as few bends as possible. Repeated bending of titanium increases the risk of fracture. Sharp angles and small bending radii must be avoided to reduce the risk of device breakage. The bending instruments must be used with care because they can cause damage to the implant. The operating surgeon should always inspect the implant after bending for damage which may include dents or deformed screw holes. These defects can lead to breakage of the implant. Deformed screw recesses due to bending may impair the proper fit of the screw head. Cutting bone plates may increase the risk of failure of the implant. If the operating surgeon elects to cut a plate, care must be taken to cut in such a way to maintain adequate strength, support, and fixation for the intended use. Cutting a plate between the screw holes is a preferred method to maintain strength characteristics. Sharp edges should be smoothed to avoid soft tissue damage or irritation. When cutting a plate, extra care must be taken to prevent the portion being cut from projecting towards the patient, user or third party. When plating transverse fractures, take care to avoid placing screws on or near the fracture line. Span the fracture with a plate that appropriately fits the anatomy. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
Additional information was provided. In regards to how the broken plate was discovered, it was reported the patient complained of pain. The distributor stated "we think plate just can¿t carry the load over sternum with forces easily able to break in the points of where all grids attach."

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.